Event description:
Discordant, falsely low urea nitrogen (bun) results were obtained on patient samples tested on a dimension vista 1500 instrument. All samples except sid (B)(6) were tested in duplicate and resulted as expected on the first replicate and decreased on the second replicate. Sid (B)(6) resulted falsely low on the first replicate and higher on the second replicate. It is unknown if the discordant results were reported to the physician(s). The samples were repeated on the same instrument and resulted higher. One sample (sid (B)(6)) was retested in duplicate and a low result was also obtained on the second replicate. Two other samples that were retested in duplicate did not show a decreased result for the second replicate. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low bun results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely low bun results is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.